Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2011. On (B)(6) 2013, the surgeon removed the right tmj implants because the patient was experiencing discomfort on that side which the surgeon believed was caused by the lateral design of the mandibular component creating pressure on the patient's poor tissue coverage. The surgeon reduced the right mandibular bone to allow a revision mandibular component from another manufacturer to sit more medially.

Event description:
The patient's right tmj devices were removed due to poor tissue coverage and pain.